Event description:
Initial report per 803.50 (a) (MDR 3030677-2010-00065). Lack of voice prompts. Pending evaluation for confirmation.

Manufacturer narrative:
(B)(4). Currently pending return of the device for evaluation.